Manufacturer narrative:
Device evaluation: result - one opened 30g x 5mm autoshield duo sample was returned from an unknown lot number, catalog number 329605. A visual examination was carried out and no issues were observed. An activation test was also carried out on the sample and no issues were found. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode based on the sample returned. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle of the suspect device did not retract when withdrawn from patient.